Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while rounding during shift change it was noted and infusion of sodium acetate was shut off. Off- going clinician was unsure what time had been shut off. It appeared through iaware that medication had not been infusing for 12 hours. Clinician could not recall checking pump during shift. There was patient involvement however no patient harm.